Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 27th may 2010 and performed to specification up to the 3rd november 2013. The device failed multiple self-tests due to a low battery between november 2013 and the 27th march 2016. The device records a manual power ups of 10 minutes duration on the 18th april 2016, the device continued to record self-test fails on this date. The device was still in fault mode on the 6th june 2016 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. No further log entries were recorded. Investigation found the fault can be attributed to membrane failure. The ten minute time outs and low battery fails would suggest a failing membrane. An excess current drain was measured which is a further symptom of membrane failure, contributed to the depletion of the pad-pak. The measurements taken during the investigation along with the green status led being observed to be constantly lit, are further symptoms of membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.